Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review. The patient had a blood clot that went through the pump rotor. Low flow alarms of 0 lpm were observed but the patient was asymptomatic. The blood clot appeared to have completely passed. The rotor was balanced and continued to operate as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The initially submitted system controller event log file captured low flow alarms on 25sep2022. The follow-up log files were reviewed which confirmed resolution of the alarms following the controller exchange. No other notable alarms were captured, and the pump operated as intended at the set speed throughout the log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook also advises the use to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or the use is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow alarms of 0 liters per minute were observed due to the lowering in the set speed, but the patient was asymptomatic. A blood clot did not go through the pump rotor. Controller: MFR#2916596-2022-14201.